Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips came out in the wrong direction. It was not reported how the case was completed. There was no consequence to the pt.